Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an unspecified capture issue on the lv (left ventricular) lead. The lead was capped and replaced on (B)(6) 2019.

Event description:
New information provided notes that capture anomaly and dislodgement were observed on the left ventricular lead during the lead testing. The patient was fine through out the lead revision procedure.